Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported from the site that the patient reported that controller got very hot. When patient was in outpatient care facility vad coordinator reported of jumps in speed shown on the monitor (1800-2400 rpm). Log file were sent and speed changes could not be seen. An elective controller exchange was performed and it was stated that there were no effect or consequences to patient. No additional information available.

Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed the controller passed visual inspection and functional testing, the pump parameters remained stable during testing. The controller was allowed to run for extended period of time. Results revealed that the controller's surface temperature felt normal to the touch. Internal analysis of the controller did not reveal any abnormalities as the controller operated as expected. No failure was detected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.